Event description:
The patient underwent a gynecological procedure. During introduction of an instrument into the sheath, the sheath split. There were no adverse patient consequences. Another sheath was used to complete the procedure.